Event description:
Boston scientific received information via the patient' remote home monitoring system that this right ventricular (rv) lead exhibited out of range (oor) low pacing impedance less than 200 ohms. The patient was seen in the physician's clinic where tachy therapies were turned off. Further, it was reported that rv lead had been trending low. The patient underwent a procedure in which the rv lead was capped and replaced. The local boston scientific field representative reported it appeared to be an rv subclavian fracture. The rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.